Manufacturer narrative:
(B)(4). Batch #unk. Date of event is 2019. Event day and event month were not provided. Investigation summary: the analysis results of the three lt200 cartridges found that they were received with two loose clips. The cartridge was received with the base detached from the body. Per the instructions for use, it is recommended to insert the clip cartridge into the loading base, grasp the applier in the box lock area using pencil grip technique, insert the jaws of the instrument into the individual cartridge slot (making sure the tips of the applier are perpendicular to the surface of the cartridge), insert the applier until it stops, and do not force the applier. It should enter and withdraw from the cartridge smoothly. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a liver resection, the cartridge broke apart when clips were taken with clip applier. There were no patient consequences reported. No additional information is available at this time.